Event description:
I had a defective breast implant placed in both my right and left breast. On my right side I began to have massive pain and leakage yellowish-grey-brownish and could not hold up the upper right part of my body. After a visit to the doctor, it was indicated I had a defective breast implant and it had to be replaced. I until this day am in pain and cannot manage my right side and have constant nightmares.